Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The lot number was not recorded and could not be obtained. No code for no reflow. Csi ID# (B)(4). Discarded by facility.

Event description:
It was reported that during a coronary orbital atherectomy procedure, the patient had no reflow post-balloon angioplasty. The target lesion was 10mm in length and was located in the proximal left anterior descending (lad) artery. The physician used a 6fr introducer sheath and a csi viperwire guide wire to access the lesion. The physician loaded a csi orbital atherectomy device (oad) onto the guide wire and advanced it just proximal to the lesion. The physician performed two runs at low speed for 20 seconds each. The oad was removed and the physician then performed balloon angioplasty. Post-angioplasty angiography revealed no reflow. The patient status declined and required defibrillation three times. The physician delivered three stents across the lesion in conjunction with administering adenosine and heparin. At this point, the patient stabilized and flow was restored. Additional information was requested, but was denied by the facility.